Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced safety mechanisms failure causing needle stick. The following information was provided by the initial reporter: I¿ve had reported needle stick injury from the member of staff where the white safety cap on the pro safety cannula seem to detached easy from the safety cap.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced safety mechanisms failure causing needle stick. The following information was provided by the initial reporter: I¿ve had reported needle stick injury from the member of staff where the white safety cap on the pro safety cannula seem to detached easy from the safety cap.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.